Manufacturer narrative:
(B)(4). The actual needled suture segment was returned for evaluation. The evaluation found the suture had a cut end. No breakages were observed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a caesarian section procedure on (B)(6) 2014 and suture was used. During procedure, the suture broke on the first layer of suturing when tying a knot. Another like suture was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: representative samples were returned for visual and functional evaluation. Upon evaluation, samples were found to meet specifications.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.